Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: an "ezprime" operation was performed and during the "load" step the pump did not recognize cartridge and pushed all the fluid out. "No cartridge detected warning." The pump did not detect any force at (B)(6) and kept loading during calibration test on the bench. There are no alarms related to the complaint in the alarm history. A review of the pump history showed two "no cartridge detected" warnings and several non-zero loss of prime warnings. The pump was opened after testing; the led display and force sensor flex pins are intact. The force sensor fails resistance specification with a reading of 5m. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump would not stop priming. The patient reported that the pump dispensed insulin from the cartridge during the load step. The reporter also claimed that the patient's blood glucose (bg) level was 435 mg/dl and the patient was "testing for ketones." The reporter also indicated that the patient was vomiting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump pushed all the insulin out during the load step and the patient developed symptoms that can be associated with severe hyperglycemia.